Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the display screen was blank but the pump had audible tones and vibrations. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/17/2013 with the following findings: during investigation, a review of the pump history showed two call service alarms on the reported failure date; there were no pump reboots observed between the 2 alarms in the black box. The pump powered up normally and the display screen was fully illuminated; the complaint of a blank screen was not duplicated during testing. The pump was opened for further investigation and no internal moisture ingress was found. No defects were found to the printed circuit board or other internal components. Unrelated to the complaint, the audio bolus button cover was observed to be missing. The complaint of a blank display was verified in the history but could not be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.